Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that the insulin pump had alarmed off no power. Customer's blood glucose level at the time of incident was unknown. Customer's grandmother stated that the batteries being used were not the recommended batteries. Customer stated that the battery was not previously used. Customer's grandmother stated that the drive support cap appeared normal. Customer stated that this was the second occurrence of off no alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm or off no power alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.